Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful. Gyrus acmi was told that the device is being held by the facility's risk management department and will not be returned for eval as the facility does not release devices that have failed. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
Info regarding this complaint was sent to us via the FDA's report (B) (4). Advocate (B) (6) hospital never informed gyrus acmi, inc. Of the malfunction of our device, (B) (4), during a procedure. The disposable falope-ring band misfired during a tubal ligation procedure.